Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with obstetrical trauma since 2011 with associated rectal prolapse - passive fecal incontinence. It was reported there was impedance over 4000 ohms; when checking the clinician programmer and all stimulation combinations for plot 3, an impedance greater than 4000 ohms was found. There were no symptoms. It was accidentally discovered during the visit. It was unknown what factors may have caused or contributed to the issue. No diagnostics or troubleshooting was performed. The implantable neurostimulator (ins) was reprogrammed (1.7v / 210 microsec/ 14 hz / modification of active poles) without complications (without loss of efficacy). It was later reported there was improper stimulation and perineal discomfort that occurred on (B)(6) 2016. It was unknown what factors may have caused or contributed to the issue. No diagnostics or troubleshooting was performed. The ins was reprogrammed (1.2v / 210 microsec/ 14 hz / without modification of active poles) without complications (without loss of efficacy). The event resolved on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.